Event description:
Subsequent to the initially filed information, it was reported that for final implant depth of the navitor valve, the distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6mm, and the distance from the left coronary cusp (lcc) to the ventricular end of the frame was 5mm.

Manufacturer narrative:
An event of new left bundle branch block and blocked atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure after the valve was released, a new left bundle branch block was observed. A temporary pacemaker was left in place. A few hours later, a spontaneous reversal to narrow qrs is observed with no further widening. On (B)(6) 2022, when the temporary pacemaker was to be removed, the pacing was observed at 40 bpm. While removing the lead, the patient was in blocked atrial fibrillation at 25 bpm. The decision was made to implant a permanent pacemaker that same day. The patient had been anticoagulated and also had a progressive decrease in platelets since procedure, and there were no signs of bleeding. The patient's anticoagulation was suspended due to thrombocytopenia. On (B)(6) 2022, physical examination revealed left inguinal edema with an indurated region on the inner side of the thigh up to the knee, which was covered with a small violaceous hematoma in its most inguinal position. An ultrasounds and CT scan were requested, which confirmed a pseudoaneurysm in the left pectineus muscle. The access site for the delivery system was on right femoral artery, and the pseudoaneurysm was noted on left side. No additional information was provided. (B)(6).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.